Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was used during a ureteral lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during introduction of the stent in the urethral orifice, the percuflex¿ plus ureteral stent was inserted less than 2 centimeters and the physician noticed that the pigtail/coil had detached from the stent. The stent and detached coil were successfully removed along the guidewire. No piece fell inside the patient. The procedure was completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned percuflex plus ureteral stent found the renal side pigtail of the stent was detached. The evaluation confirmed that the renal side pigtail of the stent was detached. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered (stent detached). During manufacturing process the units are inspected in order to avoid the failures found. Most likely, when the device was being pulled, excess of force may have caused damage, deformities or device break. Therefore, the most probable root cause assigned to the complaint is "operational context". The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during introduction of the stent in the urethral orifice, the percuflex plus ureteral stent was inserted less than 2 centimeters and the physician noticed that the pigtail/coil had detached from the stent. The stent and detached coil were successfully removed along the guidewire. No piece fell inside the patient. The procedure was completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.